Manufacturer narrative:
The device received with blank display due to corroded electronic assembly. Unable to confirm missing segments or partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a blank display. The customer¿s blood glucose level was 7.8 mmol/l. The customer states that the pump malfunction pump screen is completely blank and pump is unresponsive, the patient went swimming and stated the pump malfunctioned. Asked patient to get a brand new unused battery used a dry cotton bud placed into the pump and connected battery cap no response from the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.